Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was unresponsive and the display did not illuminate when button was pressed. When the pump was plugged into a power source, the pump display illuminated. Customer's blood glucose was 128 mg/dl. Customer reverted to manual injections for insulin therapy.